Manufacturer narrative:
Four assembled pedicle screws ((B)(4)) and seven set screws (B)(4) were returned. Two of four pedicle screw assemblies were found to have damage on the tulip threads and five of seven set screws had signs of damage on the threads. Additionally, all instruments used during the case were also returned for inspection. Initial evaluation of the tulips showed mechanical fracture of the tulip along a portion of one threads. Evaluation of the set screws showed fracture and rotational damage along the threads. Instruments and implants from the set used in surgery were evaluated and found to be in specification with the exception of the torque limiting handle. The torque limiting handle was out of calibration with peak torque values of 94 in lbs.

Event description:
An issue during the final tightening step was reported on (B)(6) 2021. It was reported that during the final tightening of the final set screw of a centrafix pedicle screw construct, a set screw appeared to improperly seat. An audible pop was noted, the set screw was removed, and some small metal debris was observed. The set screw was removed and replaced, but the second screw would not tighten correctly. The entire screw and tulip assembly was removed and replaced but the same issues occurred. Ultimately, the implants were removed from that side of the patient and an alternative pedicle screw system was used. There was no adverse event to the patient, but there was a delay in the case of approximately one hour due to the reported issue.